Manufacturer narrative:
The guidewire was received broken in two segments inside the balloon catheter. The guidewire broke at approx 197.2 cm from the proximal end. Analysis of the cross section showed the guidewire broke due to torsional overload at the break point.

Event description:
It was reported that the guidewire broke and stretched inside the catheter during re-positioning. No pt injury reported.